Manufacturer narrative:
Device evaluation (02/15/2022): the device was returned for investigation. A visual inspection was performed. Visual inspection did found the syringe was deformed. The customer stated problem was confirmed. The cause of the reported problem could not be determined. Corrective action was addressed with the supplier.

Event description:
It was reported that during the pre-use check, the syringe was found deformed. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.